Manufacturer narrative:
Result of investigation: . During the manufacturer's technical inspection of the returned device, the error description provided by the customer was partially confirmed, and further defects were detected. In total the following defects were detected: o-ring missing in plug, blade damaged, cover damaged. The device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is assumed that the cause of the described fault was mechanical damage during use and the refurbishment process. The loss of the o-ring on the plug allows fluid to enter the blade, which affects the electronics and can cause the image to fail temporarily. The instructions for use specify that a visual and functional inspection must be carried out before starting any procedure. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that sometimes the image fails, poor connection on the plug. According to the event description there is no information that the event caused a harm or serious injury to patient, user or third.